Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Initially it was reported that a ventilator allegedly fails to charge its internal battery. It has been confirmed this ventilator will not be returned to the manufacturer for evaluation as the device remains in use without incident.